Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is inoperable due to the patient not charging in a year. As a result, surgery occurred on (B)(6) 2019. The ipg was explanted and replaced. The patient has effective therapy post operatively.